Event description:
It was reported that an occlusion alarm occurred. Troubleshooting with tandem technical support resolved with a pump replacement. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy, however, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.